Manufacturer narrative:
Event site address: (B)(6). Upon completion of the investigation into this event, a follow up report will be submitted.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) made abnormal noises after being turned on without any personnel intervention and displayed the error: high temperature alarm. There was no patient involvement reported.